Event description:
The male patient had a 3.0x18mm cypher select implanted in the distal left anterior descending and a 3.50 x 18mm cypher select implanted in the mid left anterior descending. The main indication for the intervention was a previous non q-wave myocardial infarction. After the procedure, the patient had another non q-wave myocardial infarction. The mi was target vessel related and the mi location was anterior. There was no evidence of thrombosis.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2007-01445. A report was received from the e-select clinical study indicating two cypher stents were associated with a post-procedural myocardial infarction. The event involved a male with a history of hypertension and a family history for coronary artery disease. This patient's history places him at increased risk of mace. The indication for admission to hospital was a q-wave myocardial infarction. A coronary arteriogram revealed a lesion in the distal left anterior descending (lad) artery and the mid lad. Vessel and lesion characteristics were not given. Treatment included implantation of a 3.00 x 18mm cypher select plus stent in the distal lad and implantation of a 3.50 x 18mm cypher select plus stent in the mid lad. Pre-procedural medications included asa and plavix while heparin was given during the intervention. Act values were not monitored and gpiib/iiia inhibitors were not given. Post-procedural medications included asa and plavix. No other procedural information was provided. It was reported the patient experienced a non q-wave myocardial infarction of the anterior wall following the procedure as evidenced by ck levels elevated less than five times the upper normal limit and ckmb levels elevated less than 2 times the upper normal limit. A repeat coronary arteriogram was not conducted. The account indicated the event to be not related to the cypher stent and unlikely related to the index procedure. The cypher stents remain implanted in the patient and thus not available for evaluation. A device history records review was conducted and found the products met quality requirements for product acceptance. Based upon the information provided, it is not possible to conclusively determine the cause of the event; however, there are patient factors that may have contributed to it.